Event description:
It was reported that the patient had a shocking sensation. It was noted the patient had shocking when transitioning from squatting to standing. It was noted that the shocking issue had started about 4 weeks ago and was intermittent. It was noted that the patient did not use adaptive stimulation (as). It was noted that the patient had good coverage beyond the shocking sensation. It was noted that the voltage was at ¿2.2.¿ it was noted that the ¿automated impedances¿ were all greater than ¿10,000¿ when tested at 0.7volts. It was noted that the patient¿s coverage and pain pattern were good. Additional information received reported that there was not a symptom reduction of 50 percent or greater. It was noted that a manufacturer representative would be meeting with the patient to reprogram the device. It was noted that the issue still existed and further action was to be determined. It was noted that there had not been any plans to revise the implantable neurostimulator (ins).

Manufacturer narrative:
Product ID 37746 lot# serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3708140, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 39565-30, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient would most likely need a revision due to a suspected extension fracture. A revision date had not been known at the time of this report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient was going to be seen on (B)(6) to discuss a revision with the healthcare provider (hcp).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported regarding readings low out of range impedance value. The manufacturer representative was in the operation room for an extension revision. They were currently testing a 565 paddle lead to determine if there was an issue. Electrode impedance with contact 10/15 showed less than 50 ohms. Report range for electrodes: 10 at 1619 ohms and 15 at 1280 ohms. Short impedance readings were reviewed.